Manufacturer narrative:
The suspect pump was returned for evaluation. The reported alarm, "check clutch" was found in the pump's history. The event history log could not be downloaded due to contamination on the interconnect board. The alarm could not be duplicated during pump testing. The cause of the alarm could not be definitely determined. The clutch halfs (left and right with spring) were replaced as a preventative measure. No corrective actions are planned at this time. Additional repairs performed on returned pump: chipped and cracked top and bottom case was replaced; the plunger head, main board, interconnect board, extrusion, carriage, position potentiometer were replaced due to contamination; the battery lmd was below 1600, so it too was replaced. After repair and recalibration, the pump was found to operate as intended. No corrective actions are planned at this time. No corrective actions are planned at this time.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating that the pump alarmed "check clutch." No patient injury or adverse event was reported.